Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of over 600 mg/dl and no delivery alarms. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the canulla was bent and customer was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.